Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
Customers reported that the micro-fine needles are clogged. There was no clogging problem before, but this year there are more clogging needles. The production dates are 2021 and 2022. Sometimes needles in one box are all good, and sometimes there are several clogging ones in one box. The injection pen has been replaced to eliminate the problem with the injection pen. The needles were purchased at a local pharmacies but couldn¿t remember the date of purchase. The problem of one needle clogging occurred again during the exhaust before use on may 15th. There were three needles in the box that were clogged, but they were all discarded. There was no difference in appearance and no photos were taken. Product number 329487, batch number 2062289, registration number: national medical device registration certificate (B)(4) . Customer purchased multiple boxes of 7ct 31g*5mm needles at one time, but only one box left in hand, and customer is not sure whether the needles clogged came from that box. No complaint response is required. Sample availability: no sample availability details: no sample available

Manufacturer narrative:
3 pen needles impacted from lot # 2062289. See medwatch completed section c form attached.